Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. Despite three good faith attempts, the user did not provide any information regarding the reprocessing steps and culture test results. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.